Event description:
It was reported that arctic sun device would not power up, they also stated that the nurses complained of smoking when attempting to use the device for a therapy. They stated they had not removed the covers yet to investigate. Asked them if they needed depot service for this, they stated they did not want to do that at this point. Discussed with them removing covers and inspecting the power distribution chain. Per follow up information received via phone on 12jun2024, customer states that they had ordered a power inlet module and they are waiting for it to arrive. They will then replace it. The device will not be sent in for evaluation.

Manufacturer narrative:
The reported issue was confirmed. Root cause identified is covered/investigated under CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon by biomed where it was noted that they needed to replace the power inlet module due to the overheating and smoking of the unit. Power inlet module replaced. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.